Event description:
Procedure: upper left lobectomy. According to the reporter: three pulmonary artery branches were clipped. One placed distal and two placed proximal. All clips apart from one fell off and bleeding occurred. Whilst trying to seal vessels the pulmonary artery was damaged. Blood loss was reported as 9.3 litres. An endo clip 10mm ml was used with another re-usable clip applier. Some vessels sutured in the end. The patient was transfused and placed in itu.